Manufacturer narrative:
A tosoh fse went to the customer site to evaluate the reported problem. The fse replaced the waste pump and de-contaminated the substrate system. Following the fse verified proper substrate/wash/diluent delivery and evacuation and ran psa n=10 precision run on quality control material. The reported problem was resolved by the fse and the aia-360 analyzer was returned to use. The most probable cause of the quality control fluctuation is related to a problem with the waste system. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address operation, maintenance, and troubleshooting pertaining to the aia-360 system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that the quality controls are fluctuating for psa, testosterone and e2 in the last two days during use of the aia-360 analyzer. The customer reports using supplier bio-rad controls. Further information indicates the analyzer has not been in use for quite some time. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.